Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 23 xience v stent, is being filed under a separate MFR number. Evaluation summary: evaluation of the returned voyager dilatation catheter noted blood visible on the shaft and on the balloon, which is consistent with the device being advanced into the body. The analysis confirmed that the hypotube shaft, including the jacket material, was separated distal to the strain relief tubing, confirming the reported damage. The balloon was also found to be loosely-folded, suggesting that the balloon had been inflated at some point. It is possible that the balloon was pressurized during handling after the procedure, although this cannot be confirmed. Factors that may contribute to shaft separations during use include, but are not limited to, damage during manufacturing, materials, handling prior to and during the procedure, removal technique from the packaging, an interaction with the patient anatomy or associative device interaction. Based on the information provided, the lesion was heavily tortuous and heavily calcified, which likely contributed to the reported difficulties. Additionally, since there was no report of any damage observed to the catheter prior to the procedure, this suggests that the damage occurred during use of the device, as reported. The fracture faces of the separation were ovaled, indicating that the hypotube bent or kinked prior to fracturing. Both ends of the separated jacket material were also jagged and stretched, which is usually a result of tensile overload (material stress/fatigue). It is likely that the catheter interacted with other devices and/or the patient anatomy during advancement, such that the shaft kinked and separated as a result. Kink or bends in the shaft can then lead to weakening of the shaft material, such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. The analysis also noted multiple kinks throughout the entire length of the hypotube. Since this damage was not originally reported in the case description, the additional kinks likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported separation. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this complaint and the returned product analysis, the reported shaft detachment/separation and noted kinks appear to be related to operational context of the device and not a product quality deficiency. This type of reported event will continue to be monitored. The profile dimensions on all dilatation balloon catheters are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, all products are visually inspected online for kinks and a sampling of units is destructively tested to verify shaft integrity and tensile strength.

Event description:
It was reported that the procedure was to treat a lesion in the ramus artery. A 2.5 x 23 xience v stent was deployed and post-dilatation completed with a 2.75 x 15 voyager nc without issue. The patient was transferred to the recovery area. Approximately one hour post-stenting procedure the patient complained of crushing chest pain and the angiogram noted stent thrombosis. The patient underwent an additional percutaneous transluminal procedure with an extraction catheter and a second stent placed proximally. During post-dilatation inflation with a 3.0 x 12 voyager nc the proximal shaft separated; however, the entire catheter was removed from the anatomy without issue. The procedure was completed and the patient was reported as doing fine. There was no additional information provided.